Manufacturer narrative:
(B)(4). Visual inspection shows that the tip of the inserter is bent, and the anchor is frayed. Item and lot numbers are not confirmed to match the complaint as they are not etched on the part. There are some scratches and galling of the shaft. The knob was rotated in both direction and the shaft of the inserter moved as intended. It is noted that the returned sutures and the anchor are fractured as well as frayed. Medical records were not provided. Device history records were reviewed and no discrepancies related to the reported event were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that during surgery, the anchor failed to deploy. Device was returned and the anchor was fractured and the inserter as bent. No further event information available at the time of this report.